Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 22-0074 corrective action 6. The event is filed under internal karl storz complaint ID ((B)(4)). There is no mechanical damage on returned device. There is a sharp angle at the distal of the trocar. The sharp angle is the reason for peeling or damaging the insulation layer of other instrument when moving it along the trocar. The sharp angle is the manufacturing issue. Appropriate measures were conducted.

Event description:
It was reported that there was event with an "electrode". According to the information received, when using the trocar 30103h2,with 30103a1and 30141db , parts of the black insulation layer were removed from the electrode 26775ue and the electrical hook 26775uf and had to be removed from the surgical area by the surgeon. Further information is not available.